Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup, the system would not clear the manufacturer splash screen upon bootup. The field represntative (rep) walked the site through troubleshooting. The site performed three hard reboots. Issue did not resolve. Upon the fourth hard restart, the system booted as expected. There was no patient involvement.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h2) please see the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A medtronic representative (rep) emailed technical services (ts) to inform that "off brand equipment" was being plugged into the system. Additional information was again later received. The rep emailed ts to inform that the system did not boot properly when the site used an external extension device. When a mouse and/or a keyboard was plugged in, the system booted as expected. Ts informed the rep that the usb ports were not validated for extension devices, and a replacement usb hub might not resolve the issue.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h2-3) the software investigation found that the reported event was not related to a software issue. The logs were reviewed. The logs captured one application session on the date of issue. The system log recorded multiple reboots; however, no abnormalities related to the reported behavior were observed. Based on the information provided on 22-november-2024, it was informed that the "off-brand equipment" was being plugged into the system. As per the case details, it was confirmed that the system did not boot properly when the site used an external extension device. When a mouse and/or a keyboard was plugged in, the system booted as expected. This issue appeared to be related to off-label equipment use. This did not appear to be software-related. Codes: b01, c19, d14 h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735774, serial/lot #: unknown, ubd:- , UDI#:- h2) please see section d9 for further additional information and the additional codes section for new annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.